Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The day following event onset, the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotics for the event. Physioneal therapy was ongoing. The patient was discharged five days after hospital admission and was recovered from this peritonitis event the same day. No additional information is available.